Event description:
This ICD was electively explanted and returned as a result of the angion initiated "field action" for possible premature battery depletion concerning all angion mfg lyra model ICD's. This device was explanted in 2003.